Event description:
The customer contacted physio-control to report that when attempting to charge their device, in order to defibrillate, the unit would dump the charge by itself. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed main keypad assembly and determined that the cause of the reported issue was that the energy down button was shorted due to physical damage. As a result, defibrillation was not possible.